Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was assisted with the high pressure test on the insulin pump and test was passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 680 mg/dl at time of incident and other blood glucose level was 263 mg/dl. The customer stated that the symptoms related to high blood glucose such as positive results in ketones, nausea and abdominal pain. The customer was treated with insulin drip for high blood glucose level. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Auto mode feature was active. Customer stated that they performed high pressure test and insulin pump passed it. The device will not be returned for analysis.